Manufacturer narrative:
On 5/20/2021, bwi received additional information regarding the event. The system did not present any error messages. There was no significant increase in impedance during the procedure and the spike cutoff never worked. The base impedance is about 110. The patient has not exhibited any neurological symptoms since the procedure was completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4/21/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After the procedure, when the smart touch sf catheter was removed from the sheath, the thrombus was confirmed to be attached to the catheter tip. There was no error code and no significant increase in impedance. The event occurred after 4 hours since the catheter was used, when the catheter was removed from the sheath. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. However, thrombus was observed at cg labs. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications. However during patency test, dome was found irrigating partially. Occlusion could be related to the thrombus. A manufacturing record evaluation was performed for the finished device [30441654m] number, and no internal actions related to the reported complaint condition were identified. The patency test failed since no all the holes were irrigating . The instructions for use (IFU) states that : - to prevent thromboembolism, intravenous heparin (target act of = 300 s) should be administered prior to or immediately following transseptal puncture during af ablation procedures. - before use, check irrigation ports are patent by infusing of heparinized normal saline through the catheter and tubing. The root cause of the thrombus remains unknown. The root cause of this occlusion is related to the thrombus. Thrombus observed during procedure cannot be related to the manufacturing process since there is evidence that the device was manufactured correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter. After the procedure, when the smart touch sf catheter was removed from the sheath, the thrombus was confirmed to be attached to the catheter tip. There was no error code and no significant increase in impedance. The event occurred after 4 hours since the catheter was used, when the catheter was removed from the sheath. The procedure was completed without patient's consequence. No further information is available. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available thrombus/clot is MDR-reportable.